Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent solution set in which a leak was observed. According to the report, the leak originated from the tubing directly below the drip chamber. The report stated that the tubing looked like it had been crimped or cut. The medication was normal saline. The alleged defect occurred during priming; therefore, there was no patient involved. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.a batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Additional information: one actual sample was returned for evaluation. Visual inspection revealed a v shaped cut about - inches below the drip chamber. The sample was then spiked into a 1000ml solution bag filled with reverse osmosis water and re-primed. This resulted in a leak from the cut. Therefore, the reported condition was confirmed. A definitive root cause has not yet been identified.